Event description:
It was reported that a vascular stent failed to completely deploy using the trigger mechanism. Approx 6cm of the stent was deployed, when a "pop" was heard. It was then observed that the outer sheath covering the stent would no longer retract when the trigger was pulled. Add'l attempts to deploy the stent using the trigger were unsuccessful. The physician was able to deploy the remaining portion of the stent by pulling back on the delivery system, while the distal portion of the stent remained stationary within the vessel. This caused the stent to elongate by approx ten centimeters. Once the stent was deployed, the delivery system was removed without incident. The stent was successfully post dilated with a pta balloon catheter. Final angiography demonstrated suitable patency results of the treatment site. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for eval. The investigation is currently underway.